Event description:
The customer reported a failure of the defib sync function on the patient data module. Unknown at this time if there was patient involvement.

Manufacturer narrative:
Pt info: unknown at this time if there was patient involvement. The occupation of the reporter is unknown at this time. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Investigation revealed there was a failure of the pdm das cpu hardware. The failed das cpu hardware was replaced and corrected the issue with the defib sync connector.